Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient charged their implantable neurostimulator (ins) about a week ago and they have not been using the device. The reporter stated they went to turn stimulation on last night and the ins was completely dead. The reporter further stated that this was the second time this happened in the past two months. It was noted the ins had plenty ofcharge at one point last week. It was further noted the patient did not use their device ¿a whole lot¿ and the ins should have had charge. The reporter stated they had not run the ins ¿a whole lot¿ in the past week to 10 days. The reporter further stated they were using it a lot more than being dead in a matter of days. It was noted that normally the patient would go two weeks before they would have to charge again. It was further noted that when the patient had stimulation on they kept stimulation at about 2.0 v. The reporter stated that all of the issues had been going on for the past two to three months. Additional information was requested, but was not available as of the date of this report.